Manufacturer narrative:
The insulin pump was received with numbers counting up and then had a blank display. The problem was isolated to the mother board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a high pitched noise. She changed the battery and the screen counted up and then went blank. Blood glucose value was 189 mg/dl. She stated she had tried multiple batteries but the display remained blank. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was then instructed to remove the battery for 2 hours and call back. She called back later and reported that the display did not return after the two hour reset. Blood glucose value was 135 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.